Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she is without scs system stimulation and cannot establish communication with the ipg and external devices. An sjm representative met with the patient and confirmed communication could not be established with external devices. Additional information received identified the patient had not recharged her scs ipg for approximately six months. Surgical intervention is planned for a later date to address the issue.

Event description:
Additional information received identified the patient's scs ipg was explanted and replaced. Effective stimulation was reportedly restored postoperative.